Event description:
It was reported that the patient presented to the emergency room in rapid atrial fibrillation (af) with fever and shortness of breath. It was thought that the patient may have experienced a perforation from the right ventricular (rv) lead. Cardiac tamponade ensued requiring a pericardiocentesis. A device check was later performed and all parameters were within normal limits. A chest x-ray confirmed ideal lead placement and did not suggest a perforation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).